Event description:
On 07/10/2015 osteomed received notification of an incident concerning the osteomed series iii straight drill (p/n 450-0777). Per the complaint, the metal portion of the drill became very hot while suctioning #17 and severely burned a patient's lip.

Manufacturer narrative:
A review of the service history for the device shows that the device was last serviced in 2012. An examination of the device shows that the distal bearing was broken, and shuts down the console. Also, the shaft was worn. Based upon the internal evaluation of the device, a thorough cleaning and lubrication is needed. Per osteomed labeling, osteomed recommends that all osteopower handpiece components be examined every twelve (12) months for preventive maintenance. Also, warnings are included in the surgical technique guide concerning conditions that would cause the device to overheat.